Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Vagina infection [vaginal infection]. Hurt - vagina [vulvovaginal pain]. Vagina hurt - tampon [medical device site pain]. Vagina infection - tampon [medical device site infection]. Tampon stuck [foreign body in reproductive tract]. String came out when I tried to pull it out [complication of device removal]. String came out tampon [device breakage]. Case description: consumer reported via e-mail that string came out of tampon during removal. No serious injury reported.